Event description:
It was reported that the user experienced a low blood glucose following a preceding high and customer support suspected device maladaptation related to ilet settings or usage, prompting troubleshooting and education. Symptoms included feeling disoriented and ¿crazy,¿ consistent with hypoglycemia. Outcomes included a documented nadir of 60 mg/dl and self-treatment with oral glucose, after which the user reported a glucose of 175 mg/dl at the time of the call. Investigation included review of available reports and provision of user education regarding device operation and glucose management. Investigation of this case revealed suspected user maladaptation of the automated insulin delivery configuration that plausibly contributed to the hypoglycemic event, with no evidence of hardware or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.